Manufacturer narrative:
Ptc investigation result received on 07-jan-2016. Ptc global number (B)(4). Final assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The possibility of micro-insert breaking is an anticipated event. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, no medical events were reported at this time, therefore the assessment of a relationship with a quality defect is not applicable. Since no batch number and no medical events were reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-jan-2016 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the right essure broke. This event was previously regarded as unlisted according to the reference safety information for essure; however upon receipt of the product technical analysis (ptc), which stated that micro-insert breaking off during the procedure is an anticipated event; it was amended to listed. Single cases have been reported of essure breakage, mainly during difficult insertions. In this particular case, minimal information was provided. Although the exact mechanism of the reported device breakage is unknown, given its nature, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. According to product technical analysis, since no batch number and no medical events were reported, a batch investigation with respect to similar ae cases is not applicable. No further information is expected, as the report was received via the local regulatory authority.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information received on 22-apr-2016:follow-up attempts with no response to date.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# (B)(4)) in (B)(6) on 19-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Consumer stated that right essure broke and because of this ... (She sent photos of hair and an abdomen and the text said: this is me and this is what essure makes to my body). All events were considered related to essure by consumer. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the right essure broke. This event is unlisted according to the reference safety information for essure. Single cases have been reported of essure breakage, mainly during difficult insertions. In this particular case, minimal information was provided. Although the exact mechanism of the reported device breakage is unknown, given its nature, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident, as although the reported event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. A product technical analysis and follow-up information are being sought.